Event description:
The pump was returned for investigation. Evaluation revealed corrupted software. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the cs (B)(4) was verified in the black box and history. A cs (B)(4) was received during investigation. Investigators were unable to complete 24 hour test due to cs alarm. Investigators reloaded software and able to retest pump and able to complete previously failed 24 hour test. Opened pump and removed from case. No further moisture or defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).